Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: attachment device, therapy date: (B)(6) 2021. UDI: (B)(4).

Event description:
It was reported that the emax 2plus is overheating and the short attachment kept spinning when attached the issue was observed before surgery there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. An exchange device(s) will be sent to the account and they have been requested to return the corresponding complaint device

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that that the device was overheating, loose, made excessive noise, the cable was damaged and would not run. The device also failed pretests for loctite assessments, cable assessment, rotational speed assessments, noise assessment and handpiece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance. Concomitant device: attachment device, therapy date: 11/10/2021.